Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, image noise occurred due to a cut on charged coupled device (ccd) cable. It is likely the following led to malfunction: electrical/electronic component problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During inspection it was a noisy image was found. There was no patient involvement.